Event description:
Devilbiss healthcare received a complaint from an oxygen supplier involving a stationary oxygen concentrator. The supplier stated, "unit base exhibits melting at most points; casters do not contact ground properly due to melting/warping of base." There was no report or evidence of illness, injury or medical treatment associated to the complaint. The unit was returned and evaluated. Devilbiss identified evidence of thermal deformation to the base, front, and rear cabinet. The alarm memory logged a high gas temperature alarm. There is no internal evidence of thermal damage to any internal components, including the gas path, and the unit operated to specification. The findings indicate the thermal deformation was induced by an external heat source and suggests the unit was operated or stored in a manner outside the acceptable operating and storage conditions for this device.